Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated and leaked during percutaneous transhepatic biliary drainage (ptbd) procedure on a patient of an unknown age and gender. A leak was observed while flushing the catheter. The procedure was completed by using a new device. A photo provided by the customer confirms that the hub separated from the catheter shaft. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated and leaked during percutaneous transhepatic biliary drainage (ptbd) procedure on a patient of an unknown age and gender. A leak was observed while flushing the catheter. The procedure was completed by using a new device. A photo provided by the customer confirms that the hub separated from the catheter shaft. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, specifications and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, the customer did provide photos of the reported catheter separation from the mac-loc hub. The catheter exhibited a tear in the flare. The photo also captured the cap removed from the mac-loc adaptor. Dried biological matter was present on the threads of the mac-loc adaptor, confirming leakage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the DHR, dmr and IFU suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2a - additional common name: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy; lje catheter, nephrostomy. D2b - additional product code: gbo; lje. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.